Event description:
The customer reported that he visited urgent care due to high blood glucose levels as high as 500 mg/dl. The customer stated that his doctor felt the insulin pump was not working properly. The customer declined troubleshooting, and stated he would call his local representative as he is interested in upgrading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.